Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The target lesion was located in the superficial femoral artery. A 3.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 8 atmospheres. The procedure was completed with a different device. There were no patient complications reported.